Manufacturer narrative:
G2: country of event - taiwan. This regulatory report is being submitted due to retrospective review through CAPA: 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp), distributor via a manufacturer representative regarding a patient having spinal therapy for l4-5 herniated intervertebral disc. It was reported that, the cage was broken. After discectomy, the surgeon choose the proper size and attached the implant. When tried to impact the implant into disc space, surgeon found the cage resistance in pushing. When removed the cage it was identified that the conjunction of peek and titanium was broken. There were no broken fragments left inside patient body. There was no patient symptoms reported, no additional treatment or surgery performed. No further complications reported.